Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the dilution cup and cleaned the vacuum nozzle, the sipper nozzle, and the vacuum tubing. An ise check was acceptable, a pool of 21 samples was run with acceptable results, and calibration and qc were acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
We received an allegation of questionable results for "many" patient samples tested for sodium (na) on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 144 mmol/l. The sample was repeated 9 times with results of 132 mmol/l.